Event description:
Fourteen and a half month old male diagnosed with patent ductus arteriosus at 11 months presented for pda repair. The pda measured approx 2mm, attempts to occlude the ductus with a 35-5 embolization coil failed. Coil was removed by interventional radiologist using 3 mm alligator snare. Pt remained hemodynamically stable during the procedure. Estimated blood loss 20cc, no respiratory symptoms, coughing, or hemoptysis during the procedure. Surgical closure of the patent ductus was performed the following day. Pt recovered well and was discharged from the hospital.